Event description:
The surgeon performed the initial ifuse surgery on (B)(6) 2012, placing three ifuse implants (p/n 7035-90, lot number 8047003363006 expires 2015-07 (x2) and p/n 7040-90, lot number 8175003804007 expires 2015-09). The patient had good relief of her si joint pain following the surgery. Approximately one month after surgery, the patient fell and had a recurrence of her pre-operative pain. On (B)(6) 2013, the surgeon performed a revision ifuse surgery. At surgery, he advanced the three implants that had been placed during the initial surgery. He also added two additional implants. Per si-bone vp of medical affairs, "medical review of this case shows that more likely than not, the fall was the reason that the patient's pain returned. As the period of pain relief after the index surgery was only one month, I will classify this as early recurrence of pain after the surgery related to the fall."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of analysis, IFU and fmea, the root cause is recurrence of pain likely related to the patient's fall.